Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left total hip replacement; dr. (B)(6), (B)(6) hospital, (B)(6) 2018. After implanting a sector duofix cup, surgeon verbalised he needed to put a screw through the cup, we opened the pinnacle screw tray. The scrub nurse connected the shortest drill bit (25mm) to the flexible quick couple drill attachment and handed it over to the surgeon together with the drill guide. The surgeon took the drill from the scrub nurse and began to bring it towards the patient and then he verbalised that he bent the drill. The drill had not been used on the patient yet. He handed the drill back to the scrub nurse and she replaced it with the next drill length (40mm). Scrub nurse then disposed of the bent drill. One minute delay to the procedure. No ae to patient. Male patient, (B)(6).

Manufacturer narrative:
Investigation summarythe instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.